Event description:
The customer reported that a generator error displayed on the system.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep removed and replaced the main batteries. He also tightened the left wheel brake.